Event description:
Trailblazer cath was put into pt when they noticed the trailblazer was split (torn). While still in sheath, total product removed. No harm to pt. Product pulled from inventory; will no longer stock/use product.